Manufacturer narrative:
Evaluation summary: it was caused due to a malfunction on the electric parts in the processor. This device is not distributed in us so that unique identifier is blank. This device is classified as import for export, therefore 510k is not applicable. Model epk-3000-us is available in the USA with a 510k number k172156.

Event description:
The processor was installed on (B)(6) 2020. On (B)(6) 2021, the aux lamp was on when the patient was ready to be inspected. This event occurred at the time of before use. There was no report of patient harm.